Event description:
It was reported that the patient started experiencing pain in her right hip 3 weeks ago. Patient states that the pain is not constant but is intermittent. Patient is also reporting that hip pain is also causing pain in her back. She had blood work and MRI done. The doctor wants to monitor hr for now. Patient is scheduled to come back to see surgeon in six months.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.